Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to software insufficient breath detection in CPAP mode at high leak levels. Vyaire medical will install the new improved software v6.0.1800.0 once available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 is not sensing respiratory effort while the patient is in continuous positive airway pressure mode. The unit alarmed as apnea but in pressure support the unit senses the respiratory effort. The customer confirmed the patient was removed from the ventilator but no harm was reported associated with the event.